Manufacturer narrative:
Medtronic received the following information from the journal article entitled; long-term outcomes of standard endovascular aneurysm repair in patients with severe neck angulation. Nelson f. G. Oliveira, frederico bastos gonçalves, sanne e. Hoeks, marie josee van rijn, klaas ultee, josé pedro pinto, sander ten raa, joost a. Van herwaarden, jean-paul p. M. De vries & j. M. Verhag. J vasc surg 2018 (68) issue 6. Https://doi.org/10.1016/j.jvs.2018.03.427 continuation of date of event; exact event date unknown if information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted into patients for endovascular aneurysm repair between 2008 and 2009. It was regarded by the journal article authors that patient factors rather than device related factors as being determinant of a higher risk of seal complications on the longer-term. Malfunction: type ia endoleak, type ib endoleak. Unknown type iii endoleak, migration, loss of seal